Event description:
It was reported that approx. 72 months after the implantation pacing impedance out of range (greater than 3000 ohms) was observed. Lead fracture was suspected.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin into two segments. The proximal and distal fragments were received for analysis. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The analysis showed abrasion marks on the insulation between 8 cm and 5 cm proximal to the lead tip. However, the insulation was not breached and this damage is not assumed to be the root cause of the reported high pacing impedance and threshold. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. A thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Further damages such as a ruptured lead tip from the lead body, most likely occurred due to tensile stress during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.